Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient thought their implant had shifted, it was uncomfortable when in certain positions and something was poking in their uterus. The patient also reported the programmer and ins were not working and they talked to their healthcare provider about it in (B)(6) 2017. The patient stated they were going to the bathroom every 2 hours and they didn't know how to program it any other way so they quit doing stuff with it. The patient stated that their healthcare provider was giving a clinic in (B)(6) 2017 where they spoke to them. The patient stated the ¿reading was being too high and not satisfactory¿. Then they were able to communicate with the device but doesn't know if they could now. The patient stated that their healthcare provider said it sounded like the device had flipped, and they should come in. The patient was on their way to texas, and they were told to call the healthcare provider when they got back. The patient was back now and called to get an appointment for the day following the report. The patient also reported that they didn't know if the programmer did anything now because they hadn't used it in months. No further complications were reported.